Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator, turned vent on and screen went dark. Removed and replaced the display. Tested the ventilator and is operating to correct specs.

Event description:
The customer reported that while in patient use the display went blank. The vent continued to ventilate. They removed the patient from the ventilator and placed on another ventilator, no patient harm.

Manufacturer narrative:
Manufacturing received a front panel assembly, vela diamond w/co2. The front panel assembly was installed in known good unit. The unit was powered up and ¿backlight is out light¿ complaint was duplicated. The front panel assembly was disassembled and found a solder bridge across 2 pins with flux residue located on the backlight inverter pcba. Also found some dust removed and finger prints from a heavy dust area located in the same area with scratches on panel.